Event description:
It was reported that during a stent graft treatment procedure, guide wire peeling occurred. Vascular access was obtained via the left femoral artery. The target area was located in the moderately tortuous non calcified abdominal aorta. While inserting a 035/260 amplatz guide wire, it was noticed that the coating of the device was peeled off at about 10cm from the tip of the device. None of the coating detached in the patient's body. The amplatz guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of returned device revealed the device presents some bends at the distal tip and it is also elongated. The device also presents teflon coat scrapped section at 14 cm from the distal end. The length of section scrapped is about of 1 cm, the device also presents a (B)(4) section at 20 cm from the distal end the length of section scrapped is about of 2 cm and also presents a (B)(4) scrapped section at 45 cm from the distal end. The length of section scrapped is about of 1 cm. Overall guide wire length was not measured since the device is elongated. The measurements of outer diameter of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stent graft treatment procedure, guide wire peeling occurred. Vascular access was obtained via the left femoral artery. The target area was located in the moderately tortuous non calcified abdominal aorta. While inserting a 035/260 amplatz guide wire it was noticed that the coating of the device was peeled off at about 10cm from the tip of the device. None of the coating detached in the patient's body. The amplatz guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).